Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging an intermittent strip fill issue with her onetouch verio test strips. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2016 when she started using a new vial of strips. The patient stated she manages her diabetes with a combination or oral medication (120 mg gliclazide) and insulin (nph and novorapid). The patient claimed that on (B)(6) 2016 at 9:30 am she attempted to test her blood glucose but was unable to obtain a reading due to the alleged issue. The patient denied taking any action in regards to her usual diabetes management regimen when she was unable to obtain a reading however claimed that 30 minutes later at 10:00 am she became ¿weak and shaky. At the onset of the symptoms, the patient claimed she treated herself with glucose tablets. The patient denied that her blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the patient was following the correct testing process. However, the csr noted the test strip did not completely draw in the blood sample. The csr walked the patient through a retest and the alleged issue remained unresolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.